Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 failed to close. A field service engineer opened the back panel and found the part where the latch catches the drawer was broken, requiring part to complete the repair. The field service engineer arrived onsite and waited for the customer to provide keys, then returned to the device and confirmed the broken piece preventing the matrix drawer from latching closed. The drawer was removed and replaced with a new matrix drawer. After rebooting the station, the customer was able to recover the drawer, and it registered as closed without any issues. The matrix drawer was successfully replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door was failed and drawer 1 had been broken, as the latch on the back of the drawer had snapped and failed to stay closed even after medications had been removed from the back of the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.